Event description:
The customer reported that the device would not power up. "There was reported pt..."

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.